Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported an x8-2t transducer would not articulate on an epiq 7c ultrasound system during use. The suspect transducer has been replaced at the customer site to resolve this issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
Evaluation of the suspect transducer was performed upon its return from the customer. Evaluation of the transducer confirmed the articulation issue as described by the customer. Functional testing of the device noted failure of the articulation test. Visual inspection noted customer markings and paint chips on cable connects, bite mark on itube, cracked chipped beading on itube, protein build up on sheath. Scratches on the midhandle, tip/cap and on window were also observed. Internal midhandle inspection noted a frayed steering cable. The extensive physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.

Event description:
A customer reported an x8-2t transducer would not articulate on an epiq 7c ultrasound system during use. The suspect transducer has been replaced at the customer site to resolve this issue. There was no patient or user harm associated with this event.